Event description:
The customer reported that sometime after april 20 or 21st, the ventilator quit running and had a system error message. The ventilator was reported to be on a patient but no patient harm.

Manufacturer narrative:
The investigation could not duplicate any failure to cycle or errors. The unit was run at the user reported settings for 75 hours and functioned as designed. The error logs indicate there was ventilator inoperative conditions on april 29 which is possibly after the reported event date. The ventilator may have been run by the customer long for some time after the event (but prior to return to the manufacturer) that the event logs for the dates in question were no longer available. Therefore, no conclusion can be made regarding events that occurred on the reported event date.